Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Hardware low level failure alarm noted during self test and confirmed in pump history due to broken trace on u1 keypad assembly.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had audio anomaly and received pump error. The customer's blood glucose level was unknown at the time of the incident. The customer reported that they could not hear certain alarms. A self test was performed and pump error came up, then another self test was performed and it was fine. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.